Manufacturer narrative:
According to the report, an orthopedic surgeon used bioglue in an ankle arthroscopy procedure in which he actually intended to use a fibrin sealant. When the complainant walked into the operating room she observed the surgeon needing to apply significant pressure on the plunger of the syringe as it was difficult to deliver the bioglue; she stated that she immediately stopped him as she observed that it was not the product that was planned to be used in this procedure. She also stated that the tip clogged one or more times. The surgeon attempted to remove all of the applied bioglue but observed some fluid remaining in the area. To date, no adverse event has been reported. Multiple attempts were made to obtain additional information including the surgeon's name, the lot number of bioglue used, if the syringe was de-aired and primed prior to use in accordance with the instructions for use (IFU), operative notes for the procedure on (B)(6) 2015, and the patient's current status. All contact attempts were unsuccessful. A review was performed of the available information. Bioglue was inadvertently used in an ankle arthroscopy procedure in which fibrin glue was intended to be used. No adverse events have been reported and the complainant contacted cryolife to inquire if any adverse effects could be expected. It is important to note that this is an off-label use worldwide and no studies have been conducted by cryolife to determine safety or efficacy of bioglue in arthroscopic procedures. The surgeon attempted to remove as much bioglue as possible prior to closure. The root cause is that the surgeon used the product in error. The bioglue IFU provides the following instructions: "before using bioglue in the procedure, the syringe must be purged of the residual air space and the applicator tip must be primed," "each applicator tip must be primed prior to bioglue application. Priming ensures the bioglue solutions are properly mixed. The surgeon should compress the plunger and expel a narrow ribbon of bioglue approximately 3cm long onto a sterile disposable surface," "bioglue polymerizes very quickly. The surgeon must apply bioglue immediately after priming. Pausing between priming and application can cause polymerization of bioglue within the applicator tip. Should this occur, replace the obstructed tip with a new tip and repeat the steps for applicator tip priming. Do not continue to apply pressure to the plunger once the tip has occluded," "caution: federal (u.s.a) law restricts this device to sale by or on the order of a physician," and "indications for use: bioglue is indicated for use as an adjunct to standard methods of achieving hemostasis (such as sutures and staples) in adult patients in open surgical repair of large vessels (such as aorta, femoral, and carotid arteries)."

Event description:
According to the report, an orthopedic surgeon used bioglue in an ankle arthroscopy procedure in which he actually intended to use a fibrin sealant. When the complainant walked into the or she observed the surgeon needing to apply significant pressure on the plunger of the syringe as it was difficult to deliver the bioglue; she stated that she immediately stopped him as she observed that it was not the product that was planned to be used in this procedure. She also stated that the tip clogged one or more times. The surgeon attempted to remove all of the applied bioglue byt observed some fluid remaining in the area. To date, no adverse event has been reported.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, an orthopedic surgeon used bioglue in an ankle arthroscopy procedure in which he actually intended to use a fibrin sealant. When the complainant walked into the or she observed the surgeon needing to apply significant pressure on the plunger of the syringe as it was difficult to deliver the bioglue; she stated that she immediately stopped him as she observed that it was not the product that was planned to be used in this procedure. She also stated that the tip clogged one or more times. The surgeon attempted to remove all of the applied bioglue byt observed some fluid remaining in the area. To date, no adverse event has been reported.